Manufacturer narrative:
The reported event was inconclusive as no sample was returned it was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review on device labelling is adequate to prevent the reported event. Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterlize. - for urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a triple-lumen urethral catheter indwelled for bladder irrigation. The urethral catheter detached spontaneously with the balloon damaged. A new urethral catheter was indwelled. The adverse event resulted in the indwelling of a second urethral catheter, resulting in increased pain to the patient and caused the hidden danger of residual foreign body. Per follow up with the ibc via email on 18feb2021, since the sample has been discarded, no further info could be provided. There was no foreign material in the catheter. Per follow up with the ibc via email on 02mar2021,there was no second catheter and the rupture of the balloon had caused pain.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterlize. - for urological use only." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a triple-lumen urethral catheter indwelled for bladder irrigation. The urethral catheter detached spontaneously with the balloon damaged. A new urethral catheter was indwelled. The adverse event resulted in the indwelling of a second urethral catheter, resulting in increased pain to the patient and caused the hidden danger of residual foreign body. Per follow up with the ibc via email on (B)(6) 2021, since the sample has been discarded, no further info could be provided. There was no foreign material in the catheter. Per follow up with the ibc via email on (B)(6) 2021,there was no second catheter and the rupture of the balloon had caused pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a triple-lumen urethral catheter indwelled for bladder irrigation. The urethral catheter detached spontaneously with the balloon damaged. A new urethral catheter was indwelled. The adverse event resulted in the indwelling of a second urethral catheter, resulting in increased pain to the patient and caused the hidden danger of residual foreign body. Lab tests- electrical resection of bladder tumor was done. Per follow up with the ibc via email on 18feb2021, since the sample has been discarded, no further info could be provided. There was no foreign material in the catheter.